Event description:
According to the hospital, two registered nurses placed a compact nasogastric tube (item 083105) in the pt at bedside at 10:45 am the hospital then took an x-ray to ensure proper placement. X-rays did not confirm placement in stomach. The tube was removed and another inserted. As they were taping the tube to the nose, the pt seemed agitated, had breathing difficulties and a secretion of frothy blood appeared. Then, again according to the hospital, the pt turned purple and flatlined. The right lung collapsed and a tube was placed on the lung during the code and she was put on life support. The family decided to disconnect the pt and she ultimately died in 2005. The hospital did not indicate that the device malfunctioned.